Event description:
Difficulty was experienced during insertion of catheter. Catheter was inserted 14 cm into vein, when resistance was met. Unable to withdraw guidewire. Clinician withdrew catheter back through introducing split needle. 1 cm of catheter observed to be torn.

Manufacturer narrative:
The catheter was damaged on the tip of the introducing needle. It had been pulled back while the introducing needle was still in place. This caused a v-spaped cut in the catheter. A re-inservice program has been organized.